Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that "the spare lamp indicator of clv-190 lights up (the "main lamp is not recognized¿ due to the igniter failure)" was caused by the igniter failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During investigation, the technician followed up with the user and a known working olympus lamp was placed in the lightsource to reconfirm the issue and it did not illuminate. The device was returned and customer allegation "not recognizing main lamp" was confirmed which was due to faulty igniter. The igniter had to be replaced. The error code e207 which occurs due to the allegation reported by the customer "main lamp does not light" was not confirmed. E207 error code occurs when the spare lamp burns out. Front panel mouth was cracked. The socket slider switch was worn out causing intermittent use of high intensity mode. Olympus lamp life meter reading was below fifty hours and light output measured within range. Main power switch is up to date. Fan was running ok and air pressure was tested. The rest of the functional tests checked ok. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the lightsource did not recognize the main lamp and the spare lamp indicator was illuminated at the time of preparation for use for a cystoscopy procedure. The case was moved to a different room and was completed with a replacement device. There was no delay in the procedure. There were no reports of patient harm associated with the event.